Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the urologist reprogrammed their device as it had not been working well since september when the patient developed a uti. The CT scan was okay and other than being super anemic their blood work was okay. The doctor was stumped by the patient¿s nausea. It was noted that there was a possibility that the anemia was making them nauseated. If not the urologist wanted to take the device out which the patient noted would be devastating. The patient was going to see the urologist again the 3 months unless things get worse. The patient was going to see their neurologist in early december to explore the possibility that the nausea was not related to the device and was just coincidental. The patient was going to see their doctor in 2 and a half weeks to decide what the next step was in diagnosis and treating the anemia.